Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to confirm the reported issue. The fse found that the k1 was activating but not opening. He tried replacing the fill manifold; however, this did not resolve the problem. The fse then tried the solenoid controller but this also did not correct the issue the fse replaced the executive processor board and was able to get the unit to fill. He then completed all diagnostic calibrations and performance tests, and completed preventative maintenance. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to autofill, while in use on a patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that an unknown malfunction occurred on the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstance this even occurred. However, there was no patient was involvement, and no adverse event was reported.